Event description:
The physician took pressure to 20psi and the balloon burst. The physician was able to retrieve part of the balloon easily. However, the balloon broke in half which required to be retrieved by changing from a 5fr to a 9fr sheath and retrieved weight a 9fr sheath, ensnare 18 (merit). At the time of this report the pt was doing fine.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Balloon burst, compliance, and fatigue verification testing has been completed. The device is inspected to ensure balloon is undamaged. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. The rbp of is documented in the instructions for use (IFU) and label. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." The event description states the "physician took pressure to 20 psi and the balloon burst". The statement of units as psi is most likely an error and atm is intended. This balloon has a rated burst pressure of 15 atm, 20 atm is significantly higher than rbp. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The longitudinal rupture will frequently burst circumferentially at the point of highest constriction. The balloon rupture ultimately resulted in difficulty removing the device as the distal half would "umbrella" outside the sheath. Pt anatomy was not described but could be contributed to occurrence however the inflation of the device to 20 atm was an off label use. Root cause for this event was an off label use of device. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.